Manufacturer narrative:
The serial number of the unit could not be obtained from the account as they have more than one device - they did not know which device was involved. However, no allegation of a malfunction was alleged.

Event description:
Hill-rom has received an allegation that a pt had difficulty breathing while using the vest airway clearance system. The report indicates that the pt was suctioned using a yankauer suction; nasotracheal suctioning was available, but not used in this case. After the pt expressed difficulty breathing, the pt was placed back on bilevel positive airway pressure (bipap). According to the report, bipap was administered without the use of humidification. Code was called and the pt was bagged for five mins prior to spontaneous respirations starting back. No allegation of a malfunction was alleged. Although the vest operated as designed by removing secretions, the report indicates that the removal method of the secretions may have contributed to the incident. A conservative report will be filed to the FDA in response to a retrospective review of complaints involving mucus plugging.